Event description:
It was reported that the stimulation pulse was not consistent and the user was not alerted by visual or audible indicators. Prior to the start of the case, the unit would not register (both audio and visual) every fifth time the customer stimulated using the simulator. A prass stimulating probe was being used and the customer received all green checkmarks at set-up. The prass probe was ruled out as the cause by trying multiple prass probes and getting the same effect. The unit was replaced with a nim 2.0 to complete the case. There was no injury reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 8253200 - patient interface response 3.0; serial number ¿ (B)(4); lot ¿ 64223000; manufacture date - october 16, 2009. (B)(4). The product analysis indicates that the customer¿s issue could not be duplicated and therefore could not be verified. The unit touchscreen was not working properly due to a scratch. The item was replaced and the software was upgraded to the current version. Rubber feet were missing, then installed. The device was cleaned and tested to manufacturing specifications. The product analysis indicates that the customer¿s issue could not be verified. No fault was found with the device. The item was tested and passed all manufacturing specifications. This device is used for therapeutic purposes.